Event description:
It was reported that the patient had developed exit block on the epicardial right ventricular (rv) lead and thresholds were high. The lead remains in use, and an endocardial implantable pacing lead was added. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).